Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a peritoneal dialysis (pd) transfer set and an ultra bag. The female connector (dark blue part of the transfer set) would not disconnect from the ultra bag after pd therapy was completed. To resolve the issue, the pd transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was discarded. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.